Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2024 at 08:13:08, and multiple event exceptions logged since (B)(6) 2024, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller had been in use for more than two (2) years. Additionally, review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 08:18:31, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Further review of the alarm log file revealed three (3) additional vad disconnect alarms logged on (B)(6) 2024 at 13:15:34, 13:19:45, and 13:20:15, indicating that the controller was powered on without the driveline connected. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller was involved in an event where an alarm and a controller fault alarm occurred due to internal battery depletion. The patient, who was associated with the event, changed the controller themselves at home using a backup controller. The issue was resolved by replacing the depleted controller with a new backup controller. No patient complications have been reported as a result of this event.